Event description:
The patient had generator replacement surgery on (B)(6) 2012. Attempts for product return have been unsuccessful to date.

Event description:
Clinic notes dated (B)(6) 2012 indicated that the patient has experienced increased seizure-like activity and muscle contractures in the last three months. The patient has recurrent seizures who has been seizure-free since placement of the vns placement until the (B)(6) 2012. The mother describes these events as sudden myoclonic jerks of the upper extremities that lasts 5 seconds. The jerks are not repetitive. She has also noticed eye deviation to the left associated with the jerks. The mother endorses increased muscle contractures since these episodes started. She was unable to determine frequency of seizure-like activity. The physician reported that he suspects the vns battery is "dead." Therefore, the patient was referred to a surgeon for generator replacement. In the previous notes dated (B)(6) 2009, the patient presented for evaluation of her recurrent seizures, and the mother reported that the patient had been seizure free for 1.5 years after her vns placement. Previously on (B)(6) 2010, the mother reported that the patient had been seizure free for 2 years after her vns placement. Attempts for additional information from the physician have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Event description:
A call was received reporting the explanted generator was available for return. Reason for replacement was provided as "battery depletion." The generator was received by the manufacturer for product analysis on (B)(6) 2013. Return product form indicated reason for replacement on (B)(6) 2012 as end of service, eri=yes. Product analysis has not been completed to date.

Event description:
Additional information was received from the apn at the physician's office on (B)(4) 2013 indicating that the patient was seizure free for four years with vns until (B)(6) 2012. There were no other external factors that were noted that could have contributed to the event except for the generator end of life. The patient had two types of seizures that increased (generalized-tonic clonic and myoclonic seizures). The muscle contractions were not related to vns stimulation, as the battery was dead. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increased seizures. No interventions were taken for the increased seizures. No programming/diagnostic history was available because the patient was not seen between (B)(6) 2009 and (B)(6) 2012. Once evaluated, the generator could not be interrogated so no diagnostics were done. Product analysis for the explanted generator was completed. The reported end of service was duplicated in the lab. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service (eos) condition. A battery life estimation resulted in 0.46 years remaining before the near-end-of-service (neos) flag would be set. However, an incomplete programming history (2.5-year gap) indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the eos condition is an expected event. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
The supplemental report #3 inadvertently did not report the information received from the physician's office on (B)(4) 2013.

Manufacturer narrative:
(B)(4).